Event description:
The customer reported that during a gyn case, the jaws of the device would not reopen while applied to tissue. The surgeon removed the device by sealing and resecting the tissue directly adjacent to the device jaws. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.